Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clear, foreign liquid was found on the needle tip of the bd insulin syringe with the bd ultra-fine¿ needle. This was found with 2 devices prior to use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported when she pushed on plunger rod prior to drawing insulin, some "clear liquid" came out on needle tip."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary customer returned (5) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 2206675. Customer states that when she pushed on plunger rod prior to drawing insulin, some "clear liquid" came out on needle tip. All returned syringes were examined and no foreign matter was observed in or on any of the samples. However, when the plunger rod was fully depressed, a small, clear droplet of material came out of the cannula of 2 out of 5 samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 2206675. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure (excess silicone). A definitive root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that clear, foreign liquid was found on the needle tip of the bd insulin syringe with the bd ultra-fine¿ needle. This was found with 2 devices prior to use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported when she pushed on plunger rod prior to drawing insulin, some "clear liquid" came out on needle tip."